Event description:
According to the reporter during the colorectal surgery while detaching the ileum. After the reload was installed correctly, the handle body could not be fired. Although the surgeon was able to press the green button but was not able to squeezed the handle. To resolve the issue the surgeon replaced the product of other company. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.